Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump under-delivered therapy, resulting in the patient receiving approximately half of the prescribed dose of 5-fu fluorouracil. The pump was programmed to deliver 92 ml at a rate of 2 ml per hour; however, only 50 ml was delivered, with 42 ml remaining in the reservoir. The under-delivery resulted in an interruption of intended therapy and could potentially lead to delayed or inadequate treatment if the issue were to recur. There was no reported patient harm.